Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had a date/time issue. The medical surveillance specialist (mss) spoke to the pt directly two weeks prior, and was able to obtain/verify information. The pt tests her blood glucose twice a day. She manages her diabetes with a set dose of 10 units humalog insulin once a day. She also takes two unk tablets twice a day. She denied having a novolin insulin regimen. The pt indicated that the alleged meter issue started a week prior to original date, at 9:00 am. The pt claimed that the meter just showed the date and time, and appeared to have gone into the setup mode. The pt reported that the meter issue started before she replaced the battery and persisted after the battery was replaced. For seven days, the pt claimed that she was unable to check her blood glucose. During that time, the pt continued to take her insulin as prescribed. However, the pt tried to carefully manage her diet by watching what she ate. On an unspecified date/time after the meter issue began, the pt claimed that she developed symptoms of shakiness, dizziness, and losing her breath. The pt denied receiving treatment as a result of the meter issue. The alleged meter issue was resolved with troubleshooting. The one touch customer advocate (otca) walked the pt through the meter's setup. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter setup issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.